Event description:
It was reported to tyco/kendall healthcare in 2005 that a customer had a problem with the dual lumen pic catheters. The customer alleges "the PICC started to leak below the butterfly, no pt injury noted."